Event description:
A pt reported experiencing inaccurate high results with a ot ultra meter. The pt's blood glucose results was 116 mg/dl on the meter and the lab result was 92 mg/dl. Tests were done within 5 minutes with a difference of 24%. Pt did not experience any adverse events.